Event description:
Procedure: ileocolic anastomosis. According to the reporter: the instrument jaws did not re-open after closure. Additional tissue was resected and a subsequent new anastomosis was performed. No other complications are reported with the patient or the procedure.